Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is no longer available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a gastric sleeve procedure with cholecystectomy, the device burned the hepatic tissue and an adjoining vesicle. The issue left three marks on the liver. No patient injury occurred or medical intervention was required. The same device was used to continue the procedure.